Manufacturer narrative:
Device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Related MFR reports: 3006705815-2020-00716, 3006705815-2020-00718, 1627487-2020-01716 and 1627487-2020-01717.

Event description:
Related MFR reports: 3006705815-2020-00716, 3006705815-2020-00718, 1627487-2020-01716. It was reported the patient's scs system devices surgical incision sites looked infected. Reportedly, there was puss coming out of the wound. The patient went to the physician for evaluation, then sent to the hospital for a full system explant.